Manufacturer narrative:
Concomitant medical products: product ID 977a175, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the lead placement during a revision was completed and they were cauterizing the area around the lead when the patient felt a generalized overstimulation. The physician stopped cauterizing and removed the lead which was visibly broken. The anchors were removed and the lead was replaced without difficulty and the patient received good stimulation. It was noted that there were no other sharp objects around the leads. The issue was resolved at the time of the report. The indications for use were non-malignant pain and complex regional pain syndrome type I.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the electrical lead (serial number (B)(4)) found that the lead body outer insulation was melted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Per additional information received, the event is now reportable for serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the patient first starting experiencing the issues in (B)(6) 2017. The hcp interrogated and reprogrammed, and did not notify the manufacturer's representative at that time. It was reported reason for revision was due to lead migration, coverage was no longer in the right place.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.